Event description:
It was reported by service report that the cot dropped during a training exercise. It was reported the height adjustment racks were worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Height adjustment racks.